Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy. The patient had an episode of incontinence on (B)(6) 2016. When the patient checked the patient programmer they saw a battery and the patient was seeing poor communication. The patient was not using an antenna and after it was reviewed where to place the programmer against the body, the patient was able to connect the programmer successfully to the implantable neurostimulator (ins). Stimulation was turned on, set at 4.0v on program 3. The patient debated whether or not to increase stimulation. Once stimulation was confirmed to be turned on, the patient was happy. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.